Event description:
The trilogy evo o2 ventilator was returned to the manufacturer for annual maintenance. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, error code e-81 (obm valve failure) e-267 and e-270 (voltage failure) was found in the ventilator's downloaded error log. The device's 3 way solenoid valve and system pca were replaced to address the issue.